Event description:
1 of 3 reports. Other mfg report numbers: 3013886523-2022-00399, 3014334038-2022-00188. A facility reported a cerelink sensor (ID 826851) was placed with no issues and then suddenly negative drift occurred (-45). Medical staff tried a new sensor (ID 826851) presenting the same monitor reading (ID 826820). A new cerelink monitor was used and the message was, sensor could not be zeroed. After restarting the monitor and reconnect and connect the cables again it worked.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The cerelink microsensor was returned for evaluation: DHR - the lot met specifications when released. Failure analysis - the issue of the complaint was not confirmed: no visible damage to the millar sensor, catheter material, or connector cerelink monitor reading was acceptable, icp express reading 513 the device passed electronic, noise, linearity/hysteresis, and signal drift tests. The root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause of the defect reported by the customer could be due to unstable sensor performance or incorrect selection of semiconductor components. A corrective and preventive action (CAPA) has been opened to further investigate failures for the cerelink product family. Additional root cause will be investigated under the CAPA.

Event description:
N/a